Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.5/2.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the lens became stuck in the cartridge/injection system. Intraoperatively the lens was removed from the patient's eye with no injury. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown.